Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
E-mail received from the sales rep. Informed that: "patient was seen in office for follow up care and xray was taken of shunt. It was determined that the valve setting was 40mmh20, which wasn¿t the last prescribed setting. (B)(6) attempted reprogramming and shot another xray which showed the setting still incorrect. Another attempt was made to reprogram to 100mmh20. Final xray showed the cam has dislodged from the backplate of within the valve housing. Since the patient is non symptomatic, it was decided to hold off on scheduling revision surgery at this time. They will follow pt closely for any changes in condition. An additional note: the patient has foot drop and has some type of e-stim device on ankle. We are attempting to locate manufacturer of this device to determine if it has any magnetic operational parts".

Manufacturer narrative:
It has been noted that the device is not available for an evaluation as it is still implanted. The product director also it has been noted that the device is not available for an evaluation as it is still implanted. The product director also informed that the e-stim device that the patient is using on the ankle is too weak to influence the shunt setting. Note that based on the three x-rays received, it is evident on two of the x-rays that the cam became dislodged from the base plate. The cause(s) of the dislodgement of the cam from the base plate could not be determined. However, the difficulty reported by the customer, regarding the reprogramming of the valve, was caused by the dislodgement of the cam from the base plate. The lot history records could not be reviewed as the lot / serial number was not provided. If the complaint sample becomes available, this complaint will be reopened and further evaluation performed.trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information from the sales rep informed that the device is still implanted, and complaint can be closed as no complaint sample returned for evaluation. If it becomes available in the future, it will be returned for evaluation.